Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for plunger damaged/disfigured, stopper missing, leakage and difficult /unable to operate (inaccurate dose) due to unknown lot number.

Event description:
It was reported with the use of the unspecified bd¿ veo insulin syringe with needle there was an issue with malformed plunger and missing gasket causing leakage and an inaccurate or uncertain dose of insulin.